Event description:
It was reported that the right atrial (ra) lead was explanted due to superior vena cava (svc) occlusion which resulted the patient having svc syndrome. No new lead was implanted. No additional adverse patient effects were reported.